Event description:
Information received by medtronic indicated that insulin pump was going through batteries quicker than it used to from when customer first got it. Customer stated that pump rejected the batteries from time to time and erased settings when putting in a new battery. Battery cap was worn down. Also buttons were harder to push and non responsive at times. Customer stated insulin shoots insulin out instead of slow drip. Customer stated insulin pump was making a louder grinder noise than when they first received the pump. Pump had scratches on the screen of the pump and it was difficult to read the screen at times. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.